Manufacturer narrative:
The customer¿s report of versed (midazolam) having been programmed to infuse faster than expected was confirmed. The pcu event log shows that at 7:35pm on (B)(6) 2016 midazolam weight based dosing 50mg/50ml was programmed with a dose of 5mg/kg/hr which made the rate 454ml/hr. "Yes" was selected in response to the guardrails warning ¿dose exceeds guardrails limit of 0.1mg/kg/hr. Proceed?¿ at 7:44pm the device was channeled off and the system was shut down. The volume infused was recorded as 35.243ml. The root cause of the reported event was identified as a user programming issue.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported at 1938 an unspecified infusion was started with an intended dose of 5 mg/hr. At 1947 it was reported that 40 mg had infused. When the pump was checked, it appeared that the pump was set at 5 mg/kg/hr and not 5 mg/hr. The customer did not report any patient harm as a result of the event.